Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they were having issues with their bowel and was having a lot of pain in their vagina. The also mentioned they were "having issues making poo". During the call the patient was able to connect to the ins and decrease stim to a comfortable level. It was reviewed that their external devices are working as intended. It was recommended that the patient have their ins checked if they were having concerns. On 2026-jan-09 additional information was received from the patient. The patient called back and said the doctor messed up big time. The patient was still passing stool. They called the doctor many times and they never returned their call. They went to the doctor three times and the doctor didn't do anything but lower the programming and charge their insurance a lot of money. The patient was going to call back after their MRI to get help adjusting the settings. The patient was going for an MRI today and needed help putting the device in MRI mode. Walked the caller through putting device in MRI mode. The patient mentioned their implant moves. The caller said it wasn't that low. The agent asked when they noticed the stimulator moved and the patient said a long time ago. Transferred callerto patient registration services because the caller said they never got an ID card.